Event description:
It was reported that the right ventricular lead exhibited noise and low lead impedance. On (B)(6) 2019, the lead was explanted and replaced successfully. The patient was in stable condition during and post procedure.

Manufacturer narrative:
Final analysis found the complete lead was returned in two pieces. The connector portion measured 10.0 cm and the distal portion measured 48.5 cm with the extraction tool found inserted inside this portion of the lead. Suture sleeve tie impression was noted at 44.4 and 44.8 cm from the distal tip. High potential test failed at 1.5 kv on the distal portion due to abrasion. The distal portion was dissected and found the inner insulation was found abraded at 7.3 ¿ 8.2 cm from the distal tip. The reported event of noise and low lead impedance were confirmed.